Manufacturer narrative:
Product analysis two (2) photos were received from the account. The rear handle appears to have moved from its original position. The back-end wheel is in the home position at the end of the screw gear. Additional information received: it was reported that there was no damage to the device packaging. The evar with staples went well but post op was complicated by basal atelectasis and poor compliance with chest physio as well as uti. It was reported that a medtronic device was implanted (sn v30590882) and endoanchors were implanted prophylactically . The basal atelectasis and uti were assessed as not related to the implanted device/procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The device returned with the external slider and back-end wheel in the home positions. The rear handle was displaced proximally on the delivery system. The rear handle tabs were not seated in the rear handle windows. The rear handle and the two tab components were removed from the back-end of the delivery system with no resistance. No damage or deformation was seen to the rear handle or tab components. No damage or deformation was seen to the back end or back-end wheel. The product tray was inspected with no damage or deformation noted. The rear handle tab components were seated into the correct position with the tabs seated in the windows of the rear handle. The rear handle was secured into its correct location on the delivery system. The reported ¿deformation in vitro¿ was not confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was intended to be implanted in the endovascular treatment of a 78mm abdominal aortic aneurysm.  It was reported that during the procedure, the device was removed from its packaging and passed to the scrub nurse in the sterile field. The nurse unpacked  the tray from the inner sterile pouch and lifted the device out of the tray to remove it. The nurse lifted the back end of the device to prep with a luer lock filled with hep/saline and noticed the back end wheel appeared to be loose. The nurse then asked the sales rep attending the case to look at the device and the sales rep noticed that the back end handle looked odd, the back end wheel was not in its start position so it was  advised  not to use the device for the implant. Another stent graft was implanted alternatively without issues.  No cause was reported.  No additional clinical sequalae were provided and the patient is fine.